Event description:
Medtronic received information that prior to use of a dlp aortic root cannula, it was reported that when attempting to use the device, the introducer was bent. The device was replaced. There was no patient involvement, so no adverse effect occurred. The customer also stated that other inventory was used and there was no clinical effect. Medtronic received additional information that a second dlp aortic root cannula had the same issue.

Manufacturer narrative:
Device evaluation summary: visual inspection showed the device was deformed/bent. The reason for return was confirmed. Section e initial reporter: the initial reporter's first and last name and phone number are not available due to regional privacy laws. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.